Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station multiple drawers were failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers had failed even after a reboot. The field service engineer (fse) found the drawers were not being detected. So fse has removed the rear panel, confirmed all controller board lights were on, then shut down the station, reseated all drawer cables, and restarted the station. After testing in the hardware test application (hta), the drawers functioned correctly. The fse ran the acceptance test successfully, restarted the application, and the customer was able to access the drawers and inventory the medication. The customer verified the issue was resolved. The system functioned as intended after the field service engineer repaired the device.